Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information received from the medical records and from the updated investigation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, investigation findings, investigation conclusions) and h11 (additional narrative/data). Medical records were received for evaluation. According to the medical records received, the patient presented with generalized abdominal pain and was found in decompensated heart failure. A transthoracic echocardiogram (tte) performed approximately 11 years and 21 days after the initial valve-in-valve transcatheter tricuspid valve replacement (ttvr) procedure revealed a bioprosthetic tricuspid valve with thickened prosthetic valve leaflets and restriction and mild tricuspid regurgitation. The mean gradient was 16 mmhg and the estimated pulmonary artery (pa) systolic pressure was 34.5 mmhg. Subsequently, the patient underwent valvuloplasty with a 20 mm non-edwards balloon followed by a valve-in-valve-in-valve ttvr procedure. The device was used in off-label implantation in the tricuspid position. As there are no specific instructions for use (IFU) or training materials related to off-label tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (chronic kidney disease) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 11 years and 22 days post valve-in-valve transcatheter tricuspid valve replacement (ttvr) procedure with a 29 mm sapien xt valve implanted inside a 31 mm non-edwards valve, the patient underwent a successful valve-in-valve-in-valve ttvr procedure with a 26 mm sapien 3 ultra resilia valve due to significant stenosis. Additional information was received indicating that the patient had been presenting with significant structural valve degeneration (svd). A computed tomography (CT) was performed. Per the CT, there was calcification of the prosthetic leaflets. In addition, the transcatheter heart valve (thv) was under-expanded.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although a definitive root cause was unable to be determined; the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.